Event description:
It is reported that pt underwent a closed reduction due to dislocation.

Manufacturer narrative:
Review of primary operative surgical notes from (B)(6) 2015 could not confirm, if the range of motion assessment and stability of the entire construct was verified. It was stated by the surgeon that trialing was performed and stability of the components was assessed; however it could not be identified from the notes, if a final assembly/range of motion assessment was performed to confirm the stability of the construct. With the information provided a specific cause could not be determined. Review of post operative notes from (B)(6) 2015, indicated that as noted by the radiologist, the femoral head, component of the prosthesis subluxed/dislocated anteriorly with respect to the acetabular component. Notes from closed reduction performed on (B)(6) 2015 identified no abnormalities on the one-view study.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Review of the compatibility of the devices confirmed that these are an approved adn compatible combination. Device history records for lot codes associated with the liner, head and shell were reviewed. No deviations or anomalies were noted. Review of the complaint history for lot codes associated with the devices indicated no prior complaints for these lots. Surgical notes were not provided. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. No devices or photos were received as the devices remain implanted; therefore the condition of the components is unk. Pt factors that may affect the performance of the components such as bone quality, type of activity (low impact vs high impact) are unk. With the info provided a specific cause for the reported condition could not be determined with certainty.